Event description:
It was stated that the customer removed the reservoir from the insulin pump, and noticed moisture inside the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.